Event description:
The pt rec'd the scs system on (B)(6) 2008. It was reported the pt was w/o stimulation and was unable to locate the ipg. The pt is working with the sjm rep to troubleshoot the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.